Manufacturer narrative:
Because medical intervention was required, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While a customer was unpacking an order of sporox ii sterilization and disinfectant, a bottle of sporox had leaked out during shipping. Apparently, it got on her hand and started to burn badly. They followed the instructions on the sds sheet and the burn did not stop. The assistant had to seek medical attention. The event outcome is unknown as of this MDR evaluation.